Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6), 2023. H3, h6: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that for the device 351.940, hand-reamer f/medull-canal ø8 was bent and broken at the connection between shaft and handle. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the device 351.940, hand-reamer f/medull-canal ø8 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in colombia as follows: it was reported that on (B)(6), 2023, the following issues occurred during surgery: the t-handle of the ria 2 is bent. Medullary strawberry 6 is damaged in surgery. Medullary strawberry 7 is damaged in surgery. Medullary strawberry 8 is damaged in surgery. Syream guides 2.5 l 1150 are folded in surgery. There was no has no impact to the patient. This report involves one (1) 8.0mm hand reamer 450mm. This is report 3 of 3 for (B)(4).